Manufacturer narrative:
This lv lead was discarded at the hospital. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) displayed high threshold measurements. An x-ray was performed, which revealed lv lead dislodgement. The decision was made to explant and replace this lv lead. There were no adverse patient effects reported.